Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. The jaws were clamped and unclamped repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a thoracoscopic lung cancer resection, after the hand washing nurse installed the nail cartridge according to the normal procedure, hand it to the doctor, closed it and put it into the chest cavity, and found that the nail cartridge jaw could not be opened. The staple cartridge was removed and was replaced with a new one to complete the case. There was no patient harm.